Event description:
Found during routine testing. The report indicated that the device is displaying a service wrench icon and is inoperative. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.